Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report air embolism. It was reported that the patient underwent a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. When releasing the clip, air bubbles were observed on the transesophageal echocardiogram (tee). The bubbles appeared when flushing the device was increased. The clip was released and a coronarography was done. There were no neurological consequences to the patient. The procedure was completed with the mr reduced to a grade of 2. This issue reportedly caused a clinically significant delay but the delay did not result in adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and without the device to analyze, a cause for the reported leak during the procedure could not be determined. Additionally, a cause for the reported air embolism cannot be determined; however, air embolism is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.